Manufacturer narrative:
A root cause could not be determined with the information provided for investigation. Based on the provided information, no clincial chemistry assays were involved in the event. The issue was isolated to the ise (ion selective electrode) measuring system on the analyzer. A problem introduced by the use of the modular pre-analytics system (mpa) was excluded. No adverse events were reported.

Event description:
The user received questionable results for one patient sample which was processed into a sample cup by the mpa (modular pre analytic) system. The original sample tube was pulled and retested on cobas c501 serial number (B)(4). Of the data provided, the results for sodium and potassium were discrepant. The initial sodium result was 160 mmol/l and the repeat result was 132 mmol/l. The initial potassium result was 4.45 mmol/l and the repeat result was 3.79 mmol/l. The initial results were reported outside the laboratory and a corrected report was subsequently issued. The patient was not adversely affected. The user declined a service visit and stated they have had no further issues. The lot numbers of the sodium and potassium electrodes were not provided.